Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was retaining and catheterizing more due to a sudden change a couple of weeks ago in (B)(6) 2016. The patient had an appointment with their health care provider (hcp) on (B)(6) 2016 and had a lot of residual urine. The patient didn't feel stimulation and the therapy was not on. The patient was trying to increase stimulation last night and forgot how and accidentally turned off stimulation. It was unknown how long the patient had been doing this. The patient turned the therapy on. The patient would have a follow-up in 1 month and the hcp would decide if they were going to revise the lead. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.